Event description:
Additional information received from the customer reported the suction function was inspected prior to procedures and reprocessing was done according to the indication for use (IFU).

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and the results of the investigation. See b5 for the additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material coming out of the suction cylinder could not be specified, there was no physical damage where the foreign material was found, and there were no deviations from reprocessing the scope according to the IFU. A definitive root cause of the foreign material coming out of the suction cylinder could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the light guide lens of the gastrointestinal videoscope was discolored. The issue was found when preparing the scope for use. The procedure was completed using a similar device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material coming out of the suction cylinder. The report is being submitted due to foreign material in the suction cylinder found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the light guide lens was broken, the lens changed color and the lens was stained due to deformation of the light guide connector. Also, evaluation found angulation of the up direction and the gap of the up/down knob was out of standard due to a worn angle wire, liquid leaked due to deformation of the up/down and right/left knobs, the screen was partially dark due to a scratch on the charged coupled device (ccd) lens, the ccd lens was creased, the bending section cover adhesive was broken, switch #3 and #4 were creased, the video cable protector and universal code were creased, the universal cord was crumpled, the scope cover was deformed, the connecting tube protector was creased, the suction and air/water cylinders were deformed, the name plate was peeling, and the distal end was worn out. This event is under investigation. A supplemental report will be submitted upon receiving additional information.